Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
Additional information was received while following up on an event reported in 0001032347-2017-00092 and 0001032347-2017-00093. It was originally reported that five drills broke, however upon follow up it was confirmed the drills broke in multiple surgeries. The dates, patient information, and number of surgeries are unknown; the facility reported the events occurred between (B)(6) of 2016. The broken drill did not fall into the patient. The events caused a three minute delay while the surgeon obtained and used another drill to complete the surgery

Manufacturer narrative:
The product identities were confirmed in the evaluation. Visually evaluation confirms that all four of the drills are broken and the broken fragments were not returned. The complaint for the four broken drills is confirmed. The most likely underlying cause of the complaint was determined to be excessive force put on the drill during use causing side loading and fracture. The non-conformance database was reviewed and there are no non-conformances associated with this lot of parts.